Event description:
During a procedure for a patient that had a left internal carotid artery c6 segment aneurysm, it was reported the subject stent did not provide sufficient stenting support. The physician was concerned that the subject stent might fail to firmly press down on the coils subsequently, leading to continued migration of the coils. The physician decided to place another stent to press down on the coil, to prevent the coil from migrating out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) , there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was not returned, which is aligned with the event description. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The sdw was kinked/bent at the distal end. The functional inspection was not performed. The reported event ¿stent does not support coil mass' could not be replicated. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported events are documented in the risk documentation and there are current controls to mitigate the risk of the as reported events. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that 'using the parallel technique, after the coil microcatheter had successfully implanted the coils in place, the physician successfully deployed the stent. At this moment, the situation was normal, but angiography revealed that the coils had migrated out of the aneurysm. The physician continued to observe and found that a portion of the coil had already migrated and reached the position of the distal marker of the stent. The physician believed that the stent did not provide sufficient stenting support and was concerned that the stent might still fail to firmly press down on the coils subsequently, leading to continued migration of the coils. Therefore, the physician decided to place another stent to press down on the coil, which was then successfully implanted'. In the follow-up good faith effort (gfe) replies, it was answered that the stent delivery microcatheter was not retracted in a continuous movement while maintaining the position of the stent delivery wire. The stent was not returned for analysis as it had been deployed inside the patient. The stent delivery wire (sdw) was returned for analysis and it was noted to be kinked/bent towards the distal end of the wire. Finally, the introducer sheath was not returned for analysis. In the case of this complaint, it appears that the sequence of stent placement was not correctly adhered to. In cases where stents are needed to provide support for the coil mass (typically wide-necked aneurysms), the stent is initially deployed across the neck of the aneurysm, and coils are then deployed inside the aneurysm. Per the subject stents dfu: 24. Once the aneurysm is adequately covered (with the deployed stent), remove stent delivery wire and stent delivery microcatheter from patient and establish haemostasis. 25. Perform coiling procedure per appropriate coiling device dfu in the event description, the sequence described was of the coils first being implanted, followed by stent placement. An assignable cause of use error has been assigned to the reported event ¿stent does not support coil mass' and to the analysed event ¿ sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications. However, the stent ought to have been implanted prior to the coils being deployed in the aneurysm, which suggests that the device was not used in accordance with the dfu. There was an act or omission of an act during use that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
During a procedure for a patient that had a left internal carotid artery c6 segment aneurysm, it was reported the subject stent did not provide sufficient stenting support. The physician was concerned that the subject stent might fail to firmly press down on the coils subsequently, leading to continued migration of the coils. The physician decided to place another stent to press down on the coil, to prevent the coil from migrating out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.